Event description:
Subsequent to the initially filed report, the following information was corrected: the stent prematurely deployed from the sess, and not dislodged.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported tip detachment and deployed stent were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion located below bifurcation of the femoral artery with moderate calcification. A 6 x 40 mm supera veritas self-expanding stent system (sess) was advancing over a non-abbott guide wire and before reaching the target lesion, the tip separated and the stent dislodged from the sess. The stent and tip were able to be removed with the delivery system. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.